Event description:
There was a patient admitted over 2 years ago, who underwent aortic valve replacement at our hospital. They were seen in earlier this year at another facility for 5 month history of fatigue, weight loss and pancytopenia. Patient was called recently because an afb blood culture taken at the other facility came back positive for ntm. It is our assumption this infection is related to the heater/cooler units based on the cardiac surgery time frame. Patient was most recently hospitalized at hospital this month and will be returning for followup in two weeks.